Event description:
While performing duties at medical facilities the plaintiff was exposed to latex, latex proteins and glove powders which she states led to the following: asthma, rhinitis, respiratory problems, hives, contact dermatitis, throat soreness, fatigue, headaches, extreme discomfort, depression and emotional distress.